Event description:
It was reported that on (B)(6) 2022 at 14:45 a clock for bed pacu3 the intellivue mx800 patient monitor failed to alarm for spo2. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on 08th june 2022 at 14:45 a clock for bed pacu3 the intellivue mx800 patient monitor failed to alarm for spo2. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The log findings and configuration of the device were explained to the customer. There was no product malfunction; the device was operating as intended.